Event description:
Subsequently the device was reported to have been explanted. A request for the return of the device has been made. There were no adverse patient effects reported.

Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) after experiencing two consecutive charge times outside of the extended charge time limit for the device. Due to the patient's medical condition, the patient was to undergo device replacement at a later date. There were no associated adverse patient effects. The device remains in service.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.